Manufacturer narrative:
Method: device history review; complaint history review; risk assessment;results: manufacturing files could not be reviewed because the instrument was disposed of by the hospital and not available for review.conclusion: the root cause of the instrument fracture is not determined due to lack of availability of the instrument.

Event description:
It was reported that; surgeon attempting to remove screw from plate. Inner threaded tool broke off inside screw head.

Event description:
It was reported that; surgeon attempting to remove screw from plate. Inner threaded tool broke off inside screw head.